Manufacturer narrative:
B3: 2025 was the year of the event but the month and day was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a peeling downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to the cassette locking but not latching during testing. The results of the investigation found that the device's downstream occlusion (dso) seal was peeling. There was no patient involvement.